Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had missing endcap sticker, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act button stopped working during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 199 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly . Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.